Manufacturer narrative:
(B)(4).

Event description:
It was reported in a tv news article: "on (B)(6) 2012, a patient was admitted to the ER in (B)(6)'s. He said he didn't feel right even after doctors at the hospital performed two greenlight laser procedures on him to get rid of the urinary tract infection he had. He went into sepsis and was placed in an induced coma for six weeks. He had multiple clots in his lungs". "The centers for disease control and infection got involved and finally found the problem. The problem was ¿when they opened him up, that exposed that infection to his blood, because they had to cut him, and when they did that, the infection spread.¿ he was "pumped with antibiotics for weeks and eventually discharged on (B)(6) 2012. Reportedly, through follow-up information: "the patient had the greenlight procedure several weeks/months prior to this infection / sepsis event". No further information was available.

Manufacturer narrative:
Note: article from cbs - wjax-tv 47 fox 30 wfox - tv; actionnewsjax.com. Article attached: "wjax-tv: wife recalls husband's near-death experience from infection". Link: http://cp.mcafee.com/d/2drpoqccqm4xeftphodtdftvs73dc1musdtzmseuvpodftv78leel9cqqkxif8lczcviovrjpz9x05dawskrr9qvssqenrllwm_r-vv7ffthwzowrdquuuju79ksjt6oaajtd-l3pwapmu6cqjq9k_9tluzxtlstss02sqvlx3p517g_byxvycgynj3wsq_34dvbn-sddqbasw4dwxgl3zyng_pao_xwtnbybunb1txjo0ywibur8m8niuu2y8dovjduqsk6nudljh1cdvew0k2101yu939ewa5ytouq811poscedmylgtq3p.